Event description:
This report is based on information provided by a third-party bench repair facility and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device sd (secure digital) card was corrupted. There was no reported patient involvement, therefore no health consequences or impact.